Event description:
It was reported the needle mechanism did not deploy. The pod was worn on the patient's leg for between 4 and 24 hours. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.the patient followed up and reported new information not noted in the initial MDR. Correction to b5- describe event or problem from: it was reported the needle mechanism did not deploy. The pod was worn on the patient's leg for between 4 and 24 hours. The pod was discarded by the patient. To: it was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site (leg). The pod was discarded by the patient. Correction to h6- adverse event problem health effect - clinical code from:e2403 no clinical signs, symptoms, or conditions to: e1205 hyperglycemia. Medical device problem code from: a050501 failure to fire to: a150206 difficult to insert component code from: g040902 needle to: g04019 cannula. Correction to h10 - addtl mfg narrative. From: according to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. To: according to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site (leg). The pod was discarded by the patient.